Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) investigated the system on-site and determined that the suite pc software was corrupted during the configuration change for the video cable reinstallation, causing the system to stop working. Analysis of the system log files revealed that the lab stopped responding, and fse discovered a t phase power failure on the date and time of the configuration change attempt, resulting in the failure of the internal cisco switch and the suite pc. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the cisco switch and suite pc, reloading software, and reset settings and calibrations by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The device problem code was corrected.

Event description:
It was reported to philips that the suite pc software was corrupted after a configuration change was performed. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.